Event description:
Hamilton medical ag received the following event description: the device alarmed with "panel connection loss" message. No patient involvement.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4) investigation ongong.

Manufacturer narrative:
It was reported that the device alarmed with ¿panel connection loss¿. No patient was involved. Initial troubleshooting confirmed no visible damage to cables or connections, and log files were not available for analysis due to incompatible format. The correction included replacement of the vu esm board under warranty, which did not resolve the issue, followed by shipment of a vu motherboard; no confirmation of resolution was received afterward. Panel communication involves interaction between the ventilator unit and interaction panel electronics, including the esm/control boards and communication interfaces, making a hardware communication failure plausible. The most likely causes include intermittent internal communication failure (e.g., motherboard, interface circuitry, or internal cabling). The alarm ¿panel connection lost¿ is a high-priority technical alarm indicating loss of communication between system components. Based on the available information, the exact root cause cannot be determined. Hamilton medical ag considers this case closed.